Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the csf would not flow into the valve due to it being blocked/damaged, which the physicians assumed to be due to a product failure. As a result the device was replaced. No pieces remained inside the patient's body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was alive and good. It was noted the valve was bathed in sodium chloride prior to implantation.